Manufacturer narrative:
Product analysis: manufacturer's analysis could not replicate the programmer overheating but there were errors indicated in the event log. It was also indicated that the keyboard was damaged. The programmer was repaired and returned to service. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. There was no patient involvement.